Event description:
The distributor reported on behalf of the customer that the device, 60-7521-001, elect,1" bld,ext,goldvac,25/cs was being used during an unknown procedure on (B)(6)2022 when it was reported ¿during procedure, surgeon found blue plastic piece on sterile field. It was determined that plastic piece was the insulation from the cautery tip. Cautery tip and insulation piece were collected and handed off to circulating nurses. Cautery tip and wrapper kept together for product complaint form. Wound examined by surgical team, no further pieces found.¿ the procedure was completed without the use of an alternate device. Further assessment questioning was attempted but the reporter would not provide further information due to confidentiality. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 60-7521-001, elect,1" bld,ext,goldvac,25/cs was being used during an unknown procedure on 15jul22 when it was reported ¿during procedure, surgeon found blue plastic piece on sterile field. It was determined that plastic piece was the insulation from the cautery tip. Cautery tip and insulation piece were collected and handed off to circulating nurses. Cautery tip and wrapper kept together for product complaint form. Wound examined by surgical team, no further pieces found.¿ the procedure was completed without the use of an alternate device. Further assessment questioning was attempted but the reporter would not provide further information due to confidentiality. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-7521-001 in original opened package. Lot number was verified. Preformed a visual inspection, the shrink tube was detached. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 32 complaints, regarding 33 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. Keep active accessory away from the patient when not in use. An accessory holster may be used to hold active accessories safely. Inspect and test device before each use. This issue will continue to be monitored through the complaint system to assure patient safety.